Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. The device was evaluated by a third party complaint evaluation and the customer's complaint reportable malfunction was not confirmed. In addition, the following non-reportable malfunctions were found during the device evaluation: faulty cable break. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the rear segment cable of the hd camera head was disconnected causing image noise, a faulty cable break and that the image was disappearing intermittently. The issue was found during preparation for use of a therapeutic transurethral resection of the prostate (tur-p) procedure. There were no reports of patient harm.